Manufacturer narrative:
Batch review performed on 02 november 2021. Lot 140003: (B)(4) items manufactured and released on. 18-mar-2014. Expiration date: 2019-feb-28. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event since 2017.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. At 7 years and 2 months after the primary surgery, the surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.